Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative went to the site to test the equipment. They noted that after they checked out the navigation accuracy with o-arm and nav system. They reported an inaccuracy during a clinical use of the system as requested and that after a second/third spin the accuracy, explained to both that it made no sense that the accuracy improves after third/ x-spins. Whether accurate or not and the only issue was the way they use the instruments/ registration etc.. However they requested another system checkout. They visited the site on again and checked out the system, again they were unable to replicate the inaccuracy issue using my own reference frame and prob and the navigation was very accurate. After that, they asked them to verify the accuracy using their instruments, the accuracy was off. After investigating more, they found out the inaccuracy was caused by non-medtronic (ndi) spheres. When installed the ndi spheres on the same instrument, the navigation was very accurate. In conclusion, it was confirmed the inaccuracy issue was due to izi spheres.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system's left side trackers had 1 mm inaccurate to the left and superior position (when patient is supine and head left). They were able to replicate this with a model. No delay due to this issue and there was no reported impact on patient outcome. No additional information was provided.